Event description:
It was reported the distal end was fractured. The issue occurred during a therapeutic lithotripsy procedure. The procedure was completed with a similar device. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The guidewire tip was torn. The fracture shape suggests a brittle fracture. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.